Manufacturer narrative:
For the reported event, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve the reported event, the bag to vent switch was replaced.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1012-9620-000 anesthesia gas machine experienced a bag to vent switch stuck between the manual and automatic positions. The report was received from a single source. The reported event did involve a patient. There was no patient involvement reported.